Event description:
On 22 june 2025, senseonics was made aware of an incident where user reported an infection at the sensor insertion site. The event happened on saturday, (B)(6) 2025. According to the user, they noticed a nod underneath the sensor around (B)(6) and kept the area clean. On saturday, (B)(6), the area became significantly painful, and upon removing the transmitter, they observed pus and blood coming from the infected site. Due to the worsening symptoms, the user went to urgent care on the same day for treatment. The user was prescribed with sulfamethoxazole for the infection. User's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The user reported an infection at the sensor insertion site. The event happened on saturday, (B)(6) 2025. According to the user, they noticed a nod underneath the sensor around (B)(6) and kept the area clean. On saturday, (B)(6), the area became significantly painful, and upon removing the transmitter, they observed pus and blood coming from the infected site. Due to the worsening symptoms, the user went to urgent care on the same day for treatment. The user was prescribed with sulfamethoxazole for the infection. User's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
B4.date of this report 05 august 2025. G3.date received by the manufacturer? 05 august 2025. H6. Health effect - clinical code updated to 4544. H6. Health effect -impact code updated to 4614.